Manufacturer narrative:
The device was evaluated by the manufacturer, karl storz in (B)(4). As per the evaluation: upon evaluation it was confirmed that the rivet head was broken off. The area around the breakage surface as well as the hinge is discolored. The breakage surface itself shows dark discoloration which indicates corrosion. The device shows some scratches and usage marks; it was manufactured in may 2005. No indication for a material or manufacturing related issue was found during the investigation. The root cause most probably is wear and tear which led to corrosion and the breakage of the rivet head. Limits of reprocessing and warning to check the device after reprocessing is included in the corresponding IFU.

Event description:
Per a vigilance report received from the factory in (B)(4), allegedly, there was an event that occurred at a healthcare facility in (B)(6). The report states that intraoperative waste of the fragment (rivet head) in situ was noticed immediately and recovered from the patient.